Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) performed an onsite inspection of the system, cleared disk space, and executed a system reboot. Subsequently, the system was restored to operational status, functioning effectively. The codes have been updated based on the investigation's outcome.